Event description:
It was reported that an 840 ventilator generated a communication error message. The ventilator was not on a patient at the time of the event. The service engineer replaced the bd (breath delivery) board to correct the issue. The unit passed all testing and operates within the manufacturing specifications.